Event description:
The device was used during a thoracotomy procedure. Reportedly, the instrument was difficult to open. The surgeon resected additional tissue at the application site an applied another device to complete the procedure. The hospital has reported no patient injury occurred.